Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unknown surgical procedure, the insufflator spontaneously shut down multiple times. Each shutdown was preceded by a loud, continuous, high-pitched tone, and all light emitting diodes (leds) went dark except for the power switch backlight. Powering the unit off and back on allowed it to operate for approximately 10 minutes before the same shutdown sequence recurred. The device was removed from service. There was no report of patient harm associated with this event. Additional information was requested; however, the customer provided all the information available to them. The remaining requested details were asked for but were unknown.